Event description:
It was reported that during a laparoscopic gastric bypass, the device would not fire staples. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.